Event description:
It was reported via repair work order that the power cord ground pin was missing and both lift motors were stuck in high height due to a malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.